Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited a pause episode that appeared to be undersensing. Upon review of the electrocardiogram, it was determined that false atrial fibrillation episode and multiple paused episodes were seen due to the undersensing. It was further reported that patient had discomfort at the implant site and it was noted that the site was infected. No additional information was reported.